Manufacturer narrative:
D9 - date returned to mfg on 10/11/2024. Confirmed customer¿s complaint of device had power on/off alarm. Tested device by running protocol with basic se up. Device passed with no error alarms. Review of device alarm log history found error code e380. Replaced pwa switch, pwa driver board. Calibrated mechanism. Mechanism passed. Device passed self-test with no error alarms. Probable cause is worn pwa switch, pwa driver board. Device passed visual inspection per tsm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plum 360¿ infuser. The pump was infusing albumin at a set rate on a patient when the pump notified to turn pump off and then back on twice. The pump then stopped making the rhythmic infusing sound, the green light was still blinking indicating that the pump was infusing. Then, the infusion was observed to be pulling from the bag at a faster looking rate. Infusion was then stopped and a new pump was used for patient. There were no clinical consequences reported associated with this complaint/event.